Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to the motor home switch. Unable to perform the functional tests due motor error alarm.

Event description:
The customer called to report that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. The customer stated that the insulin pump has alarmed motor error multiple times during normal use. The customer stated that he had an xray taken, and the insulin pump was in the same room. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced due to the multiple alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.